Event description:
It was reported that the patient presented in the clinic reporting arrhythmia. Upon interrogation, the right ventricular (rv) lead exhibited unspecified oversensing episodes, which resulted in pacing inhibition. Additionally, there was a noted decrease in r wave amplitude from the rv lead. The pacemaker recorded episodes of unspecified oversensing accompanied by failure to pace. The physician suspected the rv lead had micro dislodged. On (B)(6) 2026, the rv lead was capped and replaced, and the pacemaker was explanted and replaced during the same procedure. No additional adverse patient effects were reported.